Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 7 events were reported for this quarter. Product return status: 3 devices were received for evaluation. 4 devices were available for evaluation but have not yet been received. Evaluation status: 3 device evaluations are in progress. Additional information: 7 devices are not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 7 total events were initially reported. 7 previously reported events are included in this follow-up record. Product return status 3 devices were received. 4 devices were not available for evaluation.   Evaluation status 3 reported events were not confirmed during testing; however: - 1 device was found to be affected by corrosion. - 1 device was found to be affected by a fractured gear. - 1 device was found to be affected by a lack of lubrication.   Additional information 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.